Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on sunday with blood glucose of 27 mmol/l. Customer¿s current blood glucose was 14.6 mmol/l the customer was treated with injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis. Unomedical - infusion set.